Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of bluish skin discoloration, bruising, vascular occlusion, and redness are physiological complications and analysis of the device generally does not assist allergan in determine a probable cause for this event.

Event description:
Healthcare professional reported "within a few minutes" of injection with juvederm ultra xc in the nasolabial folds, chin, "chin scars", "glabella region", upper lip, and perioral area, pt experienced vascular occlusion of the "angular artery in the right nasolabial fold" including bluish discoloration and bruising. Pt was immediately treated with vitrase and nitropaste, after which symptoms resolved except for some redness. Symptoms completely resolved the day after injection.